Event description:
It is standard operating procedure at this institution to hard-wire connect all mechanical ventilators directly into the ICU central monitoring system for added overhead alarm annunciation within the ICU. This added alarm capability allows clinicians, within the ICU and outside of patient cubicles, to identify an audible and visual high priority ventilator alarm condition and directs them the appropriate bed space.for 8 months, we have experienced a recurring issue, total of 28 in all, identifying the covidien- puritan bennett 840 mechanical ventilators losing this connectivity with the patient ICU central monitoring system. This loss of communication results in a loss of the overhead ventilator alarm annunciation capability. The loss of connectivity is displayed on the screen of the cardiac monitor to alert clinicians. This condition does not affect the operation of the ventilator's internal alarm systems or the normal operation of the ventilator itself. There are 3 different types of ventilators utilized in this institution and only the covidien-puritan bennett brand is having this issue. This loss of connectivity/communication can be re-established by removing the patient from the ventilator, providing manual ventilation and restarting the ventilator which effectively resets the connection.